Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found no vacuum at line #15. The line was pinched under the case that holds the modular chemistries (mc) reagents. The fse re-routed the line and verified if vacuum was back to the electrolyte injection cup (eic). Upon service completion, the fse performed ise verification. Failure mode was the pinched line #15. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak under the ion selective electrode (ise) area of the unicel dxc 800 pro synchron clinical system. The leak was discovered when the customer arrived to work. It appeared the leak was coming from the ise drip tray drain line down into the ise reagent compartment and onto the floor. Upon priming the ise electrolytes with the module raised up, customer determined that the leak originated from the electrolyte injection cup (eic). The customer was wearing gloves and eye protection at the time of this event. The laboratory does have an emergency chemical spill plan in place. The customer has access to material safety data sheets (msds); however, the msds was not consulted in this case. No exposure or injury occurred due to the leak. No erroneous results were generated. Patient treatment was not affected in connection with this event.